Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, periodontal disease, bone resorption, pain, swelling, bleeding, mobility.